Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS PACEMAKER HAD DEVELOPED SEPSIS SPREAD INTO THE BLOODSTREAM AND INFECTED THE IMPLANTED DEVICE AND PASSED AWAY. DUE TO PATIENT DEATH, SYSTEM THERAPIES WERE DISABLED AND IT WAS LEFT IN SITU. THIS PACEMAKER WILL NOT BE RETURNED FOR ANALYSIS.

Event description:
IT WAS REPORTED THAT THIS PACEMAKER WAS PART OF A SYSTEM REVISION DUE TO SEPSIS SPREAD INTO THE BLOODSTREAM AND INFECTED THE IMPLANTED DEVICE. THERE WERE NO ADDITIONAL ADVERSE PATIENT EFFECTS REPORTED. THIS PACEMAKER WAS TURNED OFF.

Event description:
It was reported that the patient with this pacemaker had developed sepsis spread into the bloodstream and infected the implanted device and passed away. Due to patient death, system therapies were disabled and it was left in situ. This pacemaker will not be returned for analysis.

Manufacturer narrative:
THIS REPORT IS BEING SENT TO CORRECT B2 (OUTCOMES ATTRIB TO ADV EVENT) AND H1 (TYPE OF REPORTABLE EVENT).

Manufacturer narrative:
THIS REPORT IS BEING SENT TO CORRECT B2 (OUTCOMES ATTRIB TO ADV EVENT) AND H1 (TYPE OF REPORTABLE EVENT).

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS PACEMAKER HAD DEVELOPED SEPSIS SPREAD INTO THE BLOODSTREAM AND INFECTED THE IMPLANTED DEVICE AND PASSED AWAY. DUE TO PATIENT DEATH, SYSTEM THERAPIES WERE DISABLED AND IT WAS LEFT IN SITU. THIS PACEMAKER WILL NOT BE RETURNED FOR ANALYSIS.

Manufacturer narrative:
This report is being sent to correct B2 (Outcomes Attrib to Adv Event) and H1 (Type of Reportable Event).Summary of the Investigation:With the available information, Boston Scientific cannot confirm the root cause of the clinical observations, as the product remains implanted and a thorough review of all available information did not yield objective evidence of device defect.Device History Record Review:A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Device Technical Analysis:With all the available information, Boston Scientific is unable to conclude the root cause of the incident. This device remains implanted; therefore, a technical analysis cannot be conducted. Following a review of all available information, it was determined that there was no objective evidence of a product defect. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.Device Risk Review:A Risk Review was completed and confirmed that the event of Death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Device Labeling Review:Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.Investigation Conclusion: This device remains implanted. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.